Event description:
It was reported that no light output and intermittent intensity display and will not go to stand by when the button is pushed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.